Event description:
Caller has been using insulin pumps for about 5 yrs. Stopped using them on (B)(6) 2013 due to continuous pain for 4 weeks. Recently got a letter that these pumps have been recalled.